Event description:
It was reported that pt underwent hip procedure on (B)(6) 2009. Pt was revised on (B)(6) 2010, due to the pt falling and fracturing his femoral trochanter. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Eval in process but not yet complete. Upon completion of evaluation, a f/u report will be sent to the FDA. (B)(4)